Manufacturer narrative:
The report was received by the (B)(6) authorities and no additional information was received. The identity of the reporter was not released and we are unable to follow-up. Conclusion: without a lot number, we are unable to review the device history record or material review report for any irregularities that may have been found during the manufacture of the product. The sample was not available for analysis; therefore, we are unable to determine the root cause for the problem encountered. (B)(4).

Event description:
The j loop was attached to a device inserted into the cubital fossa vein. While the pt was asleep, the cap dislodged, causing massive blood loss.